Manufacturer narrative:
(B)(6) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H10 health effect clinical code - e1803 nodule

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the leg, which is off-label usage of the device. On (B)(6)2023, an unspecified number of days after the sensor had been inserted in the leg, the patient developed redness, swelling/inflammation, "a bump", and cellulitis at the sensor insertion site. The patient had bruising and pain in the area. On the same day, the patient went to an urgent care center and was advised to go to the emergency department at a general hospital. At an unspecified later time, the patient was admitted to the hospital for intravenous (IV) antibiotic (amoxicillin) treatment for cellulitis at the sensor insertion site. The patient was discharged home three days later on (B)(6) 2023. At the time of the follow up report the patient was doing well. No product was provided for evaluation. No additional patient or event information is available.